Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and trace the reported issue to a compressor damage. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. This is a known issue and a corrective action was initiated to address the reported problem.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t has tripped the residual current monitoring in the operating room area during priming. There was no patient involvement.